Manufacturer narrative:
Due to additional information received, this supplemental report is being updated for the fields describe event or problem (b5), in section b - adverse event or product problem, and device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during an atrial fibrillation procedure, a versacross access solution was selected for use. There was a baseline small effusion seen on transesophageal echocardiogram (tee). The patient had to be supported for low blood pressure all throughout the case where anesthesia had to keep increasing the pressers. After ablating the right inferior pulmonary vein (ripv), the physician checked on intracardiac echocardiography (ice) for pericardial effusion and saw it had grown substantially as compared to baseline. 46 ablations had been performed. A pericardiocentesis was performed. The patient was admitted to intensive care unit and expected to fully recover. It was further reported that there was a minor setback when going transeptal as the first rf energy delivery for puncture did not send the wire through the septum. There was no difficulty noted with the ablation. The physician finished the last 2-4 ablations to complete the full workflow for pvi after the pe was noted. The physician does not believe that access solution or the ablation catheter was the cause. Act was therapeutic throughout the procedure and the patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A good faith effort to obtain additional information is in progress. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. It was reported that during an atrial fibrillation procedure, a versacross access solution was selected for use. There was a baseline small effusion seen on transesophageal echocardiogram (tee). The patient had to be supported for low blood pressure all throughout the case where anesthesia had to keep increasing the pressers. After ablating the right inferior pulmonary vein (ripv), the physician checked on intracardiac echocardiography (ice) for pericardial effusion and saw it had grown substantially as compared to baseline. 46 ablations had been performed. A pericardiocentesis was performed. The patient was admitted to intensive care unit and expected to fully recover.